Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-06 from the manufacturer's representative. It was reported that the patient's pump rotor had stalled and "it was now determining the pump reservoir had stalled". The rep noted that the patient's pump had been filled with saline. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies. Device code (B)(4) no longer applies.

Event description:
Additional information was received from the patients husband and patient who was receiving clonidine (unknown concentration, dose 0.6007 mcg/day), bupivacaine (unknown concentration, dose 0.9010 mg/day) and dilaudid (unknown concentration, dose 0.9010 mg/day) via an implantable pump for spinal pain. They reported bolus for bupivicaine as 0.0499. The issues begun on (B)(6) 2017, and since that date the pump had been alarming off and on with a 2 toned and an even tone sound and they also reported codes. The pump restarted once or twice. On (B)(6) error code 8476 was seen at 7:54am, on (B)(6) error code 8532 was seen at 8:10am and on (B)(6) error code 8254 was seen at 8:22a. The patient was upset and was having withdrawal, the healthcare professional had been reducing the amount of clonidine in the pump as they wanted to completely get rid of it. It was reviewed that error code 8254 meant low reservoir, the patient was due for a refill on the (B)(6) but they missed the refill because it was not working. It was noted that the patient also takes oral morphine and when her pump stopped patient had to supplement the oral for the pump so ran out, patient saw the doctor on the (B)(6) and about 2days after that started going through withdrawal. The patient was redirected to the doctor for resolution of the alarm and symptoms, it was noted that patient had an appointment for (B)(6). It was further stated that the patient saw a company representative who checked the pump and told her that it was stalled but forgot to turn the alarms off so a different company representative came in and was supposed to have turned the alarms off but that only lasted a day or two then the alarms started back up on the (B)(6), ¿ they were different kind is was the critical kind ¿ no further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 from the manufacturer's representative. It was reported that the patient's pump c ontinues to have a motor stall, however, the pump will not be replaced. The pump was alarming dueto low reservoir at the time of the report and they wanted the alarm to stop. It was elected that the pump would turned off. The patient's drug concentration was reported 3 mg/ml of dilaudid at minimum rate. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2017, it was reported that the patient's pump had experienced a motor stall. The patient heard a pump alarm and the patient's personal therapy manager (ptm) showed an error code of 8476, indicating that a motor stall had occurred. The motor stall had recovered at the time of the report because the patient was able to give themselves a bolus. The patient had not recently had an MRI. No symptoms were reported. Additional information was received on (B)(6) 2017. It was reported that the rep saw the patient on (B)(6) 2017 and the motor had stalled again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.